Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in-clinic for follow-up after receiving alerts for non-sustained oversensing. Upon review of the episodes, a diagnostic anomaly was observed. Reprogramming changes were recommended.